Event description:
It was reported that during a laparoscopic sigma procedure, the instrument could not open. The trocar was damaged. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results of the device found that it was received inserted through a stapling device causing the deformation of the seal mechanism. Upon further inspection, the tip of the sleeve cannula was noted damaged. This damage is consistent when trying to remove the trocar with the jaws of the stapling device open. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.